Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is based on the submitted photo. The provided photo was analysed. The slitter tool showed a unilateral damage of the clamp, confirming the complaint description. Based on the characteristics of the damage evident on the photo, it cannot be excluded that the slitter tool deviated from the longitudinal direction during the slitting procedure and jammed, resulting in the observed fracture. However, without an analysis of the device itself, the definite root cause of the damage is difficult to determine. Should additional information or the device become available for analysis, the investigation will be updated.

Event description:
The selectra slitter was used during a case and the handle broke off. The broken off piece was found inside the pocket and removed. The hospital retained the device and may have disposed of it. Should additional information be received, this file will be updated.